Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all of the button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/28/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings: the keypad was found to be torn across the top of the up arrow button, exposing the button contacts. During testing, all of the keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. The keypad was opened and there was evidence of contamination found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).